Manufacturer narrative:
The insulin pump was received with scratched lcd window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker and missing segment due to bleeding lcd glass. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that there was crack in display. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was not bumped or dropped. The customer stated that the drive support cap appeared normal. The insulin pump will be returned for analysis.